Manufacturer narrative:
Manufacturer narrative: clinical code: 4582 - no clinical signs, symptoms or conditions-.outcome was resolved with treatment/resolved with sequelae. Impact code: 4624 - surgical intervention - surgical procedure carried out was tevar/ extension procedure. Patient continues in the study. 2199 - no health consequences or impact - severity was noted as mild, outcome was resolved with treatment/resolved with sequelae. Adverse event end date was given as 14-nov-25 (date of the extension procedure). Device problem code : 2993 - adverse event without identified device or use problem- no device deficiency was reported component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: -thoraflex hybrid sales jan 21 - dec 25 v thoraflex hybrid > medical event > dsine. Jan 21 - dec 25 had an occurrence rate of (B)(4) no trend requiring action has been identified. 3331 - analysis of production records: full batch review performed from base fabric to finished product for device ID -25521019 which confirmed the device was manufactured to specification. 4112 - analysis of information provided by a third party. - post operational scans were reviewed which concluded :- the patient has been treated with a thoraflex hybrid device to successfully treat a type a aortic dissection and post-dissection aneurysm. There is no device deficiency. After initial implant, the false lumen continued to have retrograde perfusion extending to the aortic arch through multiple re-entry tears immediately distal to the thoraflex hybrid device. The appearance of these re-entry tears was consistent with those identified on pre-operative imaging, however d-sine is possible and cannot be completely excluded. The thoraflex hybrid device was extended distally, as initially planned, with a tevar device. This excluded the re-entry tears immediately distal to the thoraflex hybrid device. Although the false lumen is still perfused through further distal re-entry tears, the retrograde flow has been limited and does not reach the aortic arch. 4117- device not accessible for testing: device remains implanted. Investigation findings: 213 - no device problem found - device was manufactured to specification with no issues identified. Investigation conclusion: 4323 - device problem excluded - no problem was found with the device no causal link to device deficiency could be confirmed. Additional information section b3: date of incident is between (B)(6) 2025. Additional information: we are writing to formally notify you of a delay in the reporting of adverse events relating to thoraflex hybrid devices, and to extend our sincere apologies for this delay. The affected manufacturer report numbers are as follows: manufacturer report # / terumo complaint # / aer due date / aer report date: 9612515-2026-00013 (B)(4) 08-jan-2026 30 apr 26; 9612515-2026-00014 (B)(4) 15-jan-2026 30 apr 26; 9612515-2026-00015 (B)(4) 22-jan-2026 30 apr 26; 9612515-2026-00016 (B)(4) 16-jan-2026 30 apr 26; 9612515-2026-00017 (B)(4) 25-feb-2026 30 apr 26; we acknowledge that the adverse event reports were not submitted within the required regulatory timeframe. An error was identified during a review of vigilance reported to the us where we have made the assessment based on device catalogue number and/or gel type, rather than product family code. The complaints occurred in japan, canada and EU and were fully assessed and reported to the marketing/competent authorities where the event occurred. Please be assured that we take our vigilance and regulatory obligations very seriously. To deal with the non-conformity, CAPA-2026-0009 was raised and as a corrective action we are now sending the us mdrs. Following identification of this issue, CAPA-2026-0009 was raised on (B)(6) 2026. We have conducted a robust investigation into the circumstances that contributed to the delay and are implementing appropriate corrective actions to prevent recurrence and to strengthen compliance with reporting timelines. We apologise unreservedly for any inconvenience caused and appreciate your understanding in this matter. Should you require any further information or clarification, please do not hesitate to contact us.

Event description:
Clinical trial extend-001 (B)(4), patient 014: on post operative day 197, the patient experienced an adverse event of distal stent graft-induced new entry (dsine). The site provided the following narrative: 'dsine of the thoraflex prothesis as one indicator for the extension procedure'. Severity was noted as mild, outcome was resolved with treatment/resolved with sequelae. Adverse event end date was given as (B)(6) 2025 (date of the extension procedure). This report is being submitted as initial final to provide event closure information for (B)(4).